Event description:
The noise on the right ventricular lead also included oversensing.

Manufacturer narrative:
Correction: oversensing due to noise should have been included.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was re[prted that the right ventricular lead exhibited noise. The lead was capped and replaced on (B)(6) 2021. The patient was stable.